Event description:
Results for neumodx sars-cov-2 on the neumodx 288 molecular system were discrepant.

Manufacturer narrative:
No adverse outcome was reported. This sample is around/below lod and it may give discrepant results because the repeatability is reduced at lower levels. We are reporting this event in an abundance of caution and in accordance with the eua requirements.